Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It was reported that the user confirmed that the clip broke off during cleaning and was removed. The suggested event may be detected and prevented by handling device in accordance with the following instructions for use (IFU). IFU states detection methods in gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection". IFU states prevention measures in gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
He device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had a clip break off in the scope. During cleaning they were able to push it out, the brush was in pieces. The customer wanted to make sure there was nothing inside the scope. There were no reports of patient harm.